Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set's cannula was bent. Reportedly, she was unconscious for two days and then emergency medical services took her to the hospital. She stated that she had high blood glucose levels since several days which had altered her thinking and she did not check anything. Furthermore, she had started vomiting and the last thing she remembered that when she woke up a at 6 am, a day before her hospitalization and was then unconscious after that. Her blood glucose was above 1600 mg/dl and she experienced diabetic ketoacidosis. She was admitted in the intensive care unit. She was hospitalized for five days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.